Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a crack inside the lumen area which did not penetrate to the surface. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our (B)(6) laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that a red alert had been generated due to charge time greater than forty-four seconds. A review of the device data showed a shock impedance of zero ohms with noise and it is suspected that the device delivered a shock into a shorted lead damaging the device. The system was explanted and returned for testing. No additional adverse patient effects were reported.